Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h11. The following sections were corrected: h6 type of investigation. The reason for the shoulder revision from anatomic to reverse tsa reported is likely due to rotator cuff failure as reported, however, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information.

Manufacturer narrative:
D10 concomitants: 01008524068 (B)(6), - gps implant kit v2, (B)(6), 310-01-41 - equinoxe, humeral head short, 41mm (alpha), (B)(6), 314-13-03 - equinoxe cage glenoid medium, alpha, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-10-15 - equinoxe replicator plate 1.5mm o/s, (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 8 month post initial operation due to cuff failure. Patient was revised to exactech devices. The components were removed and converted to small reverse. Patient was last known to be in stable condition following the event.